Event description:
Pt's supplier called lfs in 2002 regarding the pt's meter. The supplier alleged that the control solution on the meter failed high. During troubleshooting, it was discovered that the meter was set to a code 3 and the strip code was 39. Lifescan rep then spoke with the pt's family member and was informed that they did not know about coding the meter. Family member stated that the pt was hospitalized due to low blood glucose. The pt also had a seizure, but the family member claimed that the seizure was not related to the blood glucose level. Pt's family member also stated that they knew how to code the meter, it could have prevented the pt from being hospitalized. No further info has been reported. Attempted unsuccessfully to contact the pt's family member to obtain more info. This case is reported as a medical complaint since the meter was coded 3, but it was supposed to be coded 39. This user error could have resulted in inaccurate results. The inaccurate high control fail reported by the supplier could also be due to this issue.